Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿too many pumps, not enough time. Sent to cess for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿during the visual inspection, I noticed that the door latch was broken and that the right iui connector was broken. I replaced them both. Testing the unit revealed that some of the segments on the display board were going dim and that the voltage was out of range on the upstream and downstream pressure sensors. I replaced the display board and both of the pressure sensors. I recalibrated the unit and ran it through its pm tests; the unit passed them with no further issues.¿ reported problem cause description: "mechanical - electrical¿. There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿